Manufacturer narrative:
A device history record review was completed for lot 818581 and this device met all specifications upon distribution.

Manufacturer narrative:
Device evaluation: (B)(6) 2011: colored water was introduced into the balloon lumen and there is delamination of the distal balloon bond. Visually there is a fluid path through the bond. Under 10x magnification it is noted that there is a small split in the distal sleeve of the balloon. Visually the split in the distal sleeve can be seen with the naked eye. The balloon and balloon bonds are visually inspected 100% under 4x magnification prior to packaging and this defect was not present during that time. Water was introduced through all of the device lumens and with exception to the balloon lumen the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. An accellent car for negative trend of delamination of distal balloon bond and an edwards supplier corrective action are applicable to this event. A CAPA for investigation into ep balloon bond delamination is applicable to this event.

Event description:
It was reported that the hospital had an endoplege catheter in which the balloon will not blow up(enlarge) when flushing with saline. There was never any patient involvement (just delay in start time) and they utilized another endoplege (lot 821595) which progressed smoothly.